Event description:
Philips received a complaint on the heartstart mrx device indicating that the device failed testing. There was no patient involvement.

Manufacturer narrative:
The device was evaluated onsite, nibp (non-invasive blood pressure) calibration was performed resolving the issue. There were no parts replaced. The engineer confirmed the device was operational after calibration was performed and the device remains at the customer site.